Manufacturer narrative:
Additional information provided noted that a procedure took place and this lead was cut and the connection portion was disposed at the hospital. The remaining portion of the lead was sutured and remained in the pocket. A new lead was implanted successfully. No adverse patient effects were reported following the procedure.

Event description:
Boston scientific received information that during a follow the ventricular lead safety switch was displayed. A review of the daily measurements showed out of range pacing impedances while sensing and pacing thresholds were normal. A right ventricular lead fracture was suspected. A lead replacement had been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.